Manufacturer narrative:
No followup is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer reported a false negative result was received after using the inteliswab product. Consumer stated they received positive results using two other rapid test brands but received a negative result using inteliswab. Complaint was received from inteliswab.com, see below: full name (B)(6). Country: united states. Select your organization type or use: consumer/personal use comments I purchased 2 sets of the inteliswab covid tests and the test came back negative even though I qm positive for covid. I feel like the shape of the swab is too awkward and sharp to get a good reading in nose. I would like replacement tests or a refund. Original ref: https://www.google.com/. Last touch ref: https://www.google.com/. Organic source: https://www.google.com/.

Event description:
Consumer reported a false negative result was received after using the inteliswab product. Consumer stated they received positive results using two other rapid test brands but received a negative result using inteliswab. Complaint was received from inteliswab.com, see below: full name (B)(6). Select your organization type or use: consumer/personal use. Comments: I purchased 2 sets of the inteliswab covid tests and the test came back negative even though I qm positive for covid. I feel like the shape of the swab is too awkward and sharp to get a good reading in nose. I would like replacement tests or a refund. Original ref: (B)(6).